Event description:
Clinical adverse event received for swollen r leg. Event not serious and considered moderate. Not related to device and possibly related to procedure. Original implant date (B)(6) 2014. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).